Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. Additional contact: (B)(6).

Event description:
The event involved a plum burette clave sites 114in ndehp that was reported to have leaked paraplatin from the air vent. There was no human harm reported.